Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician attempted to thread the assembly onto the angio-seal guidewire, high resistance was felt. The device was not used and replaced by another angio-seal device to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved by the second device. The estimated blood loss was less than 250cc. There was no health damage to the patient. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture vessel was unknown. The puncture site was distal to the inguinal ligament. The vessel diameter was unknown. There were no other devices or equipment used with the reported product. There was no patient injury/medical or surgical intervention required.